Event description:
Info received on 8/13/96 indicates the pt was experiencing some post-activation stress urinary incontinence. Info received on 8/15/96 indicates the cuff was removed from the pt due to urethra erosion at cuff and replaced.